Manufacturer narrative:
There was no report of any product issue during the procedure.this event refers to b+l clinical study # (B)(6).

Event description:
Reportedly, a patient with a pre-operative diagnosis of ¿vitreous hemorrhage os¿, underwent surgery on (B)(6)2017, which consisted of ¿pars plana vitrectomy (ppv) and endolaser¿. The vitrectomy was performed with the hypersonic vitrector. The surgery was completed without any intraoperative complications. At the (B)(6)2017 follow-up exam, the vitreous hemorrhage had dispersed and the retina was attached. At the (B)(6)2017 follow-up exam, a retinal tear with retinal detachment was seen in the superior quadrant. The macula was on. Secondary surgical intervention was performed on the same day ((B)(6)2017) consisting of scleral buckle, vitrectomy, endolaser around the retinal tear and silicone oil injection. The retina was successfully reattached. The retina remained attached during follow-up exams on (B)(6)2017. The patient¿s current condition is assessed as ¿resolved with sequelae¿ following repair of the retinal detachment, due to the remaining presence of silicone oil, which will require subsequent surgery in approximately 3-6 months for removal.